Manufacturer narrative:
Maquet cardiopulmonary requested the device for investigation but has not rec'd it until yet. Investigation still pending. Add'l info: the prod mentioned under section d is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510 (k).

Event description:
Description from the customer report: (B)(6): leakage from oxygenator. Operation was finished with the oxygenator. Prod was not replaced. (B)(4) .

Manufacturer narrative:
Maquet cardiopulmonary (B)(4) requested the device for investigation and received it on 27th april 2015. Oxygenator was cleaned with natriumhypochlorid and disinfected with disifin. During tightness test (at blood side) a leakage at the blood outlet connector could be detected. Therefore the reported failure could be confirmed. During investigation, cracks have been detected on the blood outlet connector at the connector-collar. These cracks continue to the connection of the blood outlet cap. The cracks between blood outlet connector and blood outlet cap are the most probable cause for the leakage. Additionally a visual inspection of the glue connection with black light was performed. Thereby no deficiencies were noticed. Furthermore a device history record was performed. Thereby no abnormalities have been found. As a further step, the application of the clamp and it's effect on the oxygenator will be tested. A supplemental medwatch will be submitted as soon as further info becomes available.

Event description:
(B)(4).

Manufacturer narrative:
As a further step, the application of the clamp and it's effect on the oxygenator was tested. The cracks at the connector's are located on the sides. The position of that cracks make it possible that the maquet clamp could cause this cracks. To verify that option a short test was performed. A clamp was positioned on the oxygenator and fixed. If the clamp will be fixed too much, it is possible that cracks like in the reported case arise. The test showed the position is the right one for such cracks. But the clamp must be fasten very tight, that the cracks could arise. So a too fasten clamp is a possible root cause for that failure. Based on this complaint #(B)(4) will be closed and the failure will be handled through a designated maquet cardiopulmonary track and trending process.

Event description:
(B)(4).

Manufacturer narrative:
As a further step, the application of the clamp and its effect on the oxygenator was tested. Basically, no damage can be caused by the clip. Maquet cardiopulmonary (B)(4) is aware of tests, which determined with which average of power a clamp can be tightened. In this test procedure, ten persons (males and females) were asked to tighten a clamp as strong as possible. The result was an average of 243.8 n. In the second part of the test, a significantly higher force to the corresponding locations of the oxygenator was done. In this way, it should be checked whether the oxygenator is damaged. The result was that the oxygenators had no damage in spite of an increase of 700 n. Based on the conducted test method it could be demonstrated that the average of tightening the clamp occurs forces of 243.8 n. But however the oxygenator has not been damaged by forces of 700 n. The clip mentioned as a possible cause of the error can therefore not be confirmed. Based on the performed investigation, no possible cause could be determined. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).